Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a scolioses surgery with expedium verse one of the surgeons used insitu benders and the rod, (B)(4), broke off. Strange because the surgeon dr (B)(6) didn´t use much force. Later on in the surgery one of the dual innies ,(B)(4), didn´t work properly, seemed to be damaged, also strange since there was no wrong handling of the equipment. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed signs of operative use as evidenced by superficial markings, with significant damage to the threads of the outer screw. It was noted that the set screws has its outer threads peeled off while the inner screw drive feature is slightly damaged. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads cannot be determined. A potential root cause may be cross-threading and damaging thread during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.